Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 6 and ok). The ok result indicates that the device is delivering the vns therapy as programmed, but the dc-dc code of 6 after only one month of implant life indicates a potential product problem. It was reported that intraoperative device diagnostic testing resulted in ok impedance, but the dc-dc code result is unknown. The pt's device was programmed on to 0.25ma output current at office visit. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. The lead was replaced and subsequent device diagnostic testing of new lead connected to original generator was within normal limits.